Manufacturer narrative:
(B)(4). Failure mode "leak - device leak - cuff" could not be confirmed with picture attached. It is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "(B)(6) 2026, the doctor found cuff leakage when using on patient. Change new tube. The patient was reported as fine."